Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation information from the local service department, omsc confirmed that the maj-1941 connector was loosened. The reported phenomenon might have been caused by the loosened connector. The loosened connector might have been caused because an external force was applied to the connector, or excessive force was applied when the connector was connected/disconnected. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during a gastroenterology examination, the image became too dark for some seconds. The doctor could finish the examination without any injuries or damage for the patient.